Event description:
On (B)(6) 2014- as I advanced the guidewire into the vein, I felt resistance and it would not go any farther. I then attempted to advance the catheter into the vein and the wire became stuck in the catheter and would not move, I had to pull the needle/wire out of the vein/arm and it was very painful for the pt.

Manufacturer narrative:
A lot history review (lhr) review is not possible, as no mfg lot number has been provided by the complainant. The device has not been returned to the MFR, at this time, for eval.